Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 1.2 and 6.5 mm0l/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.